Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat a prox 1/3 saphenous vein graft which exhibited 70% stenosis, moderate calcification and no vessel tortuosity. The lesion was not pre-dilated. The device was inspected for structural integrity and completeness both prior to entry to body and after removal. It was reported that the device burst when 1st inflation was attempted (12 atm - 64 seconds) causing a perforation. The stent was implanted and a covered stent was used to treat the perforation. Another resolute integrity stent (size 2.50x8mm) was successfully implanted in mid 1/3 saphenous vein graft. No further patient complications were reported.

Manufacturer narrative:
Image review: the procedural images were reviewed for this procedure. The images show the saphenous vein graft with diffuse disease in the vessel including lesions in the proximal and mid sections of the vessel. The images also show resolute integrity stent being deployed at the proximal lesion in the svg and the reported rupture of the vessel. The images then show another stent being deployed at the proximal lesion in the svg which is most likely the covered non-medtronic stent. The images also show a lesion in the mid svg being treated with a resolute integrity 2.5x8mm stent. The final images show the saphenous vein graft successfully treated with improved flow in the vessel. The images do not show any definite root cause for the reported balloon burst however they do show the diffuse disease in the vessel which may have contributed to the reported event. (B)(4).